Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a leak was confirmed, but the exact cause is unknown. A leak was found 7.4¿ from the distal tip of the catheter. From the external surface of the catheter, the hole exhibits a y-shaped feature. From within the lumen, a pinhole was found in the tubing. The catheter was received with the stylet in the lumen; however, the stylet had been retracted 1.2-1.7cm through the t-lock extension set. The distal tip of the stylet was located 0.9¿ from the distal tip of the catheter, which confirms that the stylet had been retracted. Blood residue was visible on the sample, which indicates that an attempt was made to use the device. It is possible that the hole was created if the stylet was removed and reinserted; however the exact mechanism of damage is unknown. One of the precautions in the IFU states, ¿avoid perforating, tearing, or fracturing the catheter when using a stylet.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyg1111 showed no other similar product complaint(s) from these lot numbers. Device not returned.

Event description:
As reported by physician to ibc: the physician allegedly found a crack on the tubing subsequent to implantation. No injury to patient was reported.